Manufacturer narrative:
The cause for the discordant urine hcg results is unknown. The IFU states: "negative test results in patients suspected to be pregnant should be retested with a sample obtained 48 to 72 hours later, or by performing a quantitative assay." "Clinical diagnosis should not be based solely on a single test result. Clinical diagnosis should incorporate all clinical and laboratory data."

Event description:
Customer reported that a urine human chronic gonadotropin (hcg) result reported as negative on the instrument. The customer also reported that an alternate urine hcg test reported positive hcg results. There was no report of injury due to this event.